Event description:
Pt reported obtaining blood glucose results of 802 mg/dl and 880 mg/dl, while using the suspect device. The device's numeric reading range is 10 - 600 mg/dl; values > 600 mg/dl should display is "hi." Pt noted that no action was taken based on these results. No pt injury was reported and no treatment was rec'd. Pt was subsequently contacted by technical support, at which time, pt indicated that the device may have been held upside-down. While this would explain the value of 802 mg/dl (208 mg/dl, if meter is held correctly), the value of 880 mg/dl, if meter were turned around, would appear as 088 mg/dl (the device should not display a "0" placeholder in the 100's column). Technical support requested the return of the suspect product and replacement product was shipped.